Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: contact with sharp objects/ exposed to petrolatum based products/ mechanical failure/ operator error). The device was not returned for evaluation. The lot number was unknown, and the information on the date code number was not available. Therefore, the device history record could not be reviewed. The labeling review was unable to review due to the product catalog number for this device was unknown. Although the product family was unknown, the (foley catheter) IFU's are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient underwent total bladder resection under laparoscope and brick ileum instead of bladder surgery under general anesthesia. The operation was returned to the ward with an incision and the appearance of the dressing was dry. There was a deep vein catheterization in the right neck with a depth of about 14 cm. The gastrointestinal decompression tube was connected to a negative pressure bag, and inserted into a depth of 55 cm. The transurethral pelvic drainage tube was in place, and no liquid was extracted temporarily. The drainage bags were connected to the left and right drainage tubes of the abdominal cavity, the right lower abdominal wall and the ostomy nipples had a good blood supply, the left and right single j tubes were in place, the pockets had been connected, and the intravenous analgesia pump was in place.  While the nurse went to the bedside to check, the pipe fell, the transurethral pelvic drainage tube was out of the body, and the examination found that the airbag was ruptured, and only about 5 ml dark red liquid was drained out. There was no oozing fluid at the urethral opening. The patient was questioned and had no discomfort.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent total bladder resection under laparoscope plus brick ileum instead of bladder surgery under general anesthesia. The patient was returned to the ward with an incision and the appearance of the dressing was dry. There was a deep vein catheterization in the right neck with a depth of about 14cm. The gastrointestinal decompression tube was connected with a negative pressure bag, and inserted into a depth of 55 cm. The transurethral pelvic drainage tube was in place, and no liquid was extracted temporarily. Drainage bags were connected to the left and right drainage tubes of the abdominal cavity, the right lower abdominal wall and the ostomy nipples had good blood supply, the left and right single j tubes were in place, the pockets had been connected, and the intravenous analgesia pump was in place. While nurse went to the bedside to check, pipe fell, the transurethral pelvic drainage tube was out of the body, and the examination found that the airbag was ruptured, and only about 5 ml dark red liquid was drained out. There was no oozing fluid at the urethral opening. The patient was questioned and had no discomfort.